Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported he's experience pain on both knees, right knee is worse than the left. Patient stated that around the year 2000 x-rays showed he was going bone on bone. On (B)(6) 2006 patient had bilateral knee surgery. Patient had therapy for 2-3 weeks and patient was asymptomatic but a couple of months after the surgery he started to experience pain. This pi is for the left knee.